Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Fse replaced the blower assembly to address the reported problem. Ventilator passed extended self-test (est) and volume control ventilation (vcv) mode test. Device returned to full functionality. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.